Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that after an unknown procedure, the anastomosis came apart. Reportedly, the surgeon selected the smallest staple height, third post op day. During the initial procedure, the tissue donuts were complete and leakage test was performed. It is believed that the issue is not related to the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.